Manufacturer narrative:
Product eval: the product was returned for analysis, and the reported complaint could not be verified. The lens was returned submerged in a watery substance. The product was damaged and this damage was not mentioned by the customer. Product history records were reviewed and all documents indicate the product met release criteria. Although the optic was in two pieces the larger portion was read with an acceptable optical resolution; focal length reading is 13.32, which equals a 29.5 diopter. Root cause: while we are unable determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the condition of the returned sample, the damage is potentially related to customer handling. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on (B)(6) 2011. (B)(4). This report was mailed to FDA on: 04/01/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to glistenings. Medical records were received that showed the pt had a history of age related macular degeneration (pre-existing). The pt's intraocular pressure was noted to be elevated at 27 mmhg on the first postoperative day. This subsequently returned to normal without treatment. Glistenings with a clear posterior surface of the iol was noted at the two week postoperative visit. Four months following the iol implant procedure, the pt reported her vision was blurry with a spot that would come and go. The iol was later exchanged. Additional info has been requested.